Event description:
Information received by medtronic indicated that the insulin pump had a blank display and crack. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 4.11e. Retainer ring = black. Case type: ngp. Customer returned pump for alleged blank display and cosmetic damage located at the battery side of case observed on (B)(6) 2023. The pump passed the self test, displacement test, active current test, and sleep current test. No unexpected power loss alarms/alerts/anomalies noted during testing. No blank display anomalies noted during analysis. Successfully downloaded history files and traces using thus. No power alarms/alerts listed on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following alarms/alerts were noted on or near event date: pump error 4 on (B)(6) 2023 at 02:30:01.000, pump error 63 on (B)(6) 2023 at 02:30:54.000, pump error 68 on (B)(6) 2023 at 02:30:56.000, pump error 49 on (B)(6) 2023 at 02:30:56.000, pump error 53 on (B)(6) 2023 at 03:38:15.000. Pump error 4 (line number = 2727 file number = 32122) confirmed due to hardware error. Pump error 63 variable 12 confirmed due to hardware error. Pump error 68 and pump error 49 confirmed due to memory corruption. Pump error 53 (line number = 24578 file number = 25900) confirmed due to hardware error. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. No blank display anomalies noted during analysis, blank display not confirmed. Cosmetic damage at the battery side of case confirmed. Pump error 4, pump error 63 var 12, pump error 68, pump error 49, and pump error 53 confirmed due to hardware error, isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.